Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth issues at the abutment site. The patient was prescribed a ten day course of oral antibiotics (date not reported) without resolution. Subsequently on (B)(6) 2015 the patient underwent revision surgery to have the abutment removed and an internal magnet placed. The implanted device remains.